Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lobectomy procedure, the reload cartridge ejected out of the stapler while manipulating the instrument of tissue. It came out very easily. Cartridge fell into patient and was retrieved with forceps. Placed back into the gun and it fired correctly. Hemostasis was good. Case completed with same device. 1 device returning with cartridge, none replacing.